Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. Performance data collected from the device showed interference/noise over device lifetime. Diagnostic information is consistent with reported event.

Event description:
It was reported that implantable monitor recorded noise. The implantable monitor is still in use. No patient complications have been reported as a result of this event.